Event description:
Customer reported that during an attempt to deploy a vasoseal es, physician was unable to retract the j segment by pushing in the green handle of the vasoseal es temporay anteriortomy locator. When pulling the locator and dilator out of the arteriotomy, physician still met resistance. The fluoroscopy revealed that the j segment was still deployed even though the green handle was pushed in (closed). The locator was pulled out of the arteriotomy with the j segment deployed and the j segment was missing. The fluoroscopy showed the j segment in the arteriotomy. Pt underwent surgery to retrieve the j segment. No further complications were reported.